Event description:
A caregiver (cg) contacted baxter's technical service center to report the patient passed away while on the homechoice machine. The registered nurse (rn) returned product surveillance's call on (B)(6) 2012. The rn stated the patient passed away on the (B)(6) 2012. The rn stated the cause of death was cardiac related and that the patient was a cardiac patient. The rn was unable to say whether or not the death was related to the patient's peritoneal dialysis therapy as the patient passed away during treatment on the homechoice machine. No further information is available at this time.

Manufacturer narrative:
(B)(4). On (B)(6) 2012, product surveillance contacted the facility and spoke with the peritoneal dialysis nurse. The nurse reported that they have not received a copy of the death certificate or any autopsy results and did not anticipate receiving any additional information regarding this patient's death. She stated that if she receives any additional information she will contact baxter product surveillance. No further information was given at this time.

Manufacturer narrative:
(B)(4). The device has been returned to baxter product analysis lab (pal) for evaluation. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Manufacturer narrative:
(B)(4). A review of the devices logs revealed no failure, malfunction or iipv events that could have caused or contributed to the reported difficulty. The device was evaluated and no failure or malfunction were identified that could have caused or contributed to the home patient passing away. Review of the device history record (DHR) for serial number (B)(4) revealed the device was previously refurbished/serviced upon its receipt (B)(6) 2011. Review of the DHR revealed no issues that could have caused or contributed to the patient passing away. A 2 year review of service data was performed for homechoice cycler serial number (B)(4) revealed the device was serviced 4 times prior to shipment to the customer. No parts were replaced during the previous service events that could have contributed to the patient passing away. Review of the device service history revealed no issues that could have caused or contributed to the patient passing away. No allegation was made against any baxter product. The issue with regards to the device was not confirmed. The assignable cause was undetermined.